Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. No blank display noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the insulin pump had blank display screen after changing. The blood glucose was 84 mg/dl at the time of the incident. The insulin pump did not turned on after inserting battery. Troubleshooting steps were guided for blank display screen. Customer reports display is blank. Customer states the display was not blank less than 30 seconds. Display did not return after pump restart. Customer states display is blank currently. Customer advised to replace and discontinue use of the insulin pump and revert to back up plan. The insulin pump will be returned for analysis.